Event description:
It was reported that low, out of range lead impedance was observed on the atrial channel. The device was reprogrammed, and the ra lead was disabled. Due to patient's age and fragile health, it was decided to not conduct any further investigation. The patient current condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.